Event description:
It was reported that noise was oversensed on both the right atrial (ra) and right ventricular (rv) channels of this implantable cardioverter defibrillator (ICD). The advanced age of the patient precluded lead extraction. A boston scientific technical services consultant discussed troubleshooting options. The noise was reproducible but impedance measurements were noted to be stable. A maximum energy shock was delivered, resulting in the device issuing a code that indicated a shorted condition. A new rv lead could not be implanted due to bilateral occlusion so the physician opted to implant a subcutaneous implantable cardioverter defibrillator and to program the ICD to vvi in order to provide backup pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the clinical observation of inappropriate shock was likely due to oversensing, a known inherent risk of device use.

Event description:
It was reported that noise was oversensed on both the right atrial (ra) and right ventricular (rv) channels of this implantable cardioverter defibrillator (ICD). The advanced age of the patient precluded lead extraction. A boston scientific technical services consultant discussed troubleshooting options. The noise was reproducible but impedance measurements were noted to be stable. A maximum energy shock was delivered, resulting in the device issuing a code that indicated a shorted condition. A new rv lead could not be implanted due to bilateral occlusion so the physician opted to implant a subcutaneous implantable cardioverter defibrillator and to program the ICD to vvi in order to provide backup pacing. No additional adverse patient effects were reported.